Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose level was 500 mg/dl. Customer¿s blood glucose value was 300 mg/dl. Customer also complained for change sensor and calibration not accepted. The insulin pump will not return for analysis. The sensor will return for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.